Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider and manufacturing representative (rep). Regarding the report that the pump started beeping on (B)(6) 2018, it was reported that the pump alarmed (B)(6) 2018. The hcp reported a two toned beeping was heard followed by three short beeps every 10 minutes. The alarm was then heard again (B)(6) 2018. The cause of the motor stall was unknown. Actions and interventions taken to resolve the motor stall included the following: on (B)(6) 2018, the patient called to report the alarm and was started on prescription oral baclofen. On (B)(6) 2018, the patient was seen in the office and the pump was read. On (B)(6) 2018, the patient called to report the alarm was reoccurring. The patient was given prescription oral baclofen and was referred to a surgeon for pump replacement. It was reported the pump was replaced on (B)(6) 2018. The rep was in possession of the device and planned to return the pump to the manufacturer for analysis. The stall was active upon interrogation in pre-op (B)(6) 2018. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue had been resolved at the time of the report, (B)(6) 2018. The patient's status at the time of the report was provided as alive - no injury. It was reported the device was delivering 2000 mcg/ml of gablofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen 2000 mcg/ml; 655.2 mcg/day via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was (B)(6) 2018. It was reported the pump had a critical alarm. The patient was not near any medical devices and was not around any medical testing. The patient was at the gym and then went to a store called (B)(6). The pump began alarming and the patient started taking oral baclofen. The patient followed up with the doctor. The pump print out showed a motor stall occurred (B)(6) 2018 at 16:15; motor stall recovery occurred (B)(6) 2018 at 17:26. The pump print out indicates at 4:15 pm they were then at the store (B)(6). The patient experienced a gradual change in therapy noted as withdrawals and tremors. The withdrawal and tremors have stopped. It was believed that the pump started beeping again the morning of (B)(6) 2018. The reporter was not sure if it was the pump or something else. It sounds like the critical alarm. The patient was to follow up with the healthcare provider (hcp). No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The patient recovered without sequela. A motor stall was noted on (B)(6) 2018. Per the pump logs a motor stall occurred (B)(6) 2018 2:52 pm; recovered (B)(6) 2018 4:03 pm. Motor stall (B)(6) 2018 4:29 am; recovered (B)(6) 2018 5:40 am motor stall (B)(6) 2018 8:32 am; recovered (B)(6) 2018 11:49 pm motor stall (B)(6) 2018 1:31 am; recovered (B)(6) 2018 5:16 am motor stall (B)(6) 2018 10:29 pm; recovered (B)(6) 2018 12:36 pm motor stall (B)(6) 2018 2:00 pm; recovered (B)(6) 2018 10:59 pm motor stall (B)(6) 2018 12:03 am; recovered (B)(6) 2018 10:44 pm motor stall (B)(6) 2018 11:22 pm; recovered (B)(6) 2018 12:45 pm motor stall (B)(6) 2018 1:53 pm ; recovered (B)(6) 2018 12:44 pm motor stall (B)(6) 2018 3:36 am; recovered (B)(6) 2018 3:35 pm motor stall (B)(6) 2018 3:15 am; recovered (B)(6) 2018 4:32 pm motor stall (B)(6) 2018 8:02 am; recovered (B)(6) 2018 1:41 pm.

Manufacturer narrative:
The pump was returned, and analysis found gear train anomaly, corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.